Event description:
According to the literature source of study performed between august 2013 and february 2020 regarding the compared outcome of emergency or acute ventral herniation and elective ventral hernia repair on 1307 patients. The study was of two groups depending on the urgency of hernia repair: 147 patients were operated in an emergency setting and 1160 patient were scheduled for elective surgery. Suture was used for direct suture repair in 60 patient (19 for emergency setting and 41 for elective surgery). There were complications included: bleeding, seroma, chronic pain, infection, hernia recurrence. Chronic pain was treated with analgesia, anesthesia or treatment operation and recurrent hernia required reoperation. There was one postoperative death in the emergency repair group, with cause of death that was not specified and no device allegation. Other complications not related to the device included: ileus, cardiac complications, and pulmonary complications.

Manufacturer narrative:
Concomitant prod: unknown parietex unknown parietex product serial # unk, lot # unk title: emergency repair and smoking predict recurrence in a large cohort of ventral hernia patients source: hernia (2022) 26:1337¿1345 https://doi.org/10.1007/s10029-022-02672-0 if information is provided in the future, a supplemental report will be issued.